Manufacturer narrative:
Reported event: it was reported that femoral array flickered in and out throughout case; vizadiscs were swapped multiple times; burr would not start. Once array was swapped, case continued. Product evaluation and results: product inspection could not be performed as the product was lost and not available for evaluation. Product history review: review of the device history records indicate 25 devices were manufactured and accepted into final stock on 03/29/11. No non-conformances were identified during inspection. Complaint history review: a review of complaints in trackwise related to p/n 112210, lot number 06130211 shows no additional complaint related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
Femoral array flickered in and out throughout case; vizadiscs were swapped multiple times; burr would not start. Once array was swapped, case continued. Surgical delay 16-30 minutes. Case type: pka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Femoral array flickered in and out throughout case; vizadiscs were swapped multiple times; burr would not start. Once array was swapped, case continued. Surgical delay: 16-30 minutes. Case type: pka.